Manufacturer narrative:
Additional information: initial reporters name: (B)(6). Problem identification: gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Causes of gas loss in iab circuit 1. Leak, blood in catheter/balloon/extender tubing 2. Loose connections between luers and connectors 3. Patient condition such as (febrile or tachycardia) gas gain in iab circuit" a gas gain in the iab circuit takes place when a gas gain has been detected in the iab circuit. When a cumulative shuttle gas gain exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Causes of gas gain in iab circuit. 1. Catheter occlusion /restriction. In both alarms the system will vent and the iab will deflate. These alarms can exist in all operational modes and trigger sources. The cardiosave instructions for use (IFU) outline specific patient conditions under which the pump should not be used. These contraindications include: severe aortic valve insufficiency presence of an abdominal or aortic aneurysm. Advanced calcific disease of the aorta-iliac region or significant peripheral vascular disease. For patients with severe obesity, groin scarring, or other conditions that make percutaneous insertion difficult, introducing the intra-aortic balloon (iab) catheter without an introducer sheath is not advised. For both alarms if none of these conditions are confirmed where no leaks in iab, iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the alarms can be mitigated by performing a manual iab fill.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. The nurse called requesting assistance with a recent gas loss alarm. She reported the balloon catheter was inserted axillary. Axillary disclaimer stated. She also reported a catheter restriction alarm after the patient walked in the hallway. Megan, an educator for the department, was also at bedside and stated she had trouble shot the alarms by pressing the iab fill key for two seconds. She also reported the augmentation was decreased to 80%. Allison verified there was no blood, flakes, or discoloration in the helium tubing, and that all connections were secure. She reported she did not visualize any noticeable restrictions in the catheter; however, she could not see the insertion site due to the large amount of dressing that covered the site. 5:52pm megan contacted me directly regarding a gas gain alarm. She also reported multiple gas loss alarms prior to the gas gain alarm, as well as another catheter restriction alarm.